Manufacturer narrative:
E1: initial reporter first name: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient allegedly experienced a "damaged" (not specified) and leaking transfer set. Additionally, it was reported that the transfer set "began leaking from use of unknown cleaning solutions which resulted in contamination of the sterile fluid path for their dialysis exchanges." The patient presented to the pd clinic regarding the issue of the transfer set "leaking fluid" and was allegedly diagnosed with peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was arranged to be transferred to a hospital however it was not reported if the patient was admitted. The patient was treated with unspecified antibiotics. It was reported the patient passed away. The caregiver reported the cause of death was due to "a result of complications caused, or contributed, by the peritonitis infection" from the transfer set. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to or at the time of death. No additional information is available.